Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-21042. It was reported the patient experienced a headache post-revision procedure. (Reported under manufacturer reference numbers:1627487-2020-04114, 1627487-2020-04113,1627487-2020-04115, 1627487-2020-04116). The physician suspected a cerebrospinal fluid (csf) leak. As a result, patient underwent surgical intervention on 11 may 2020 to address the issue.